Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative.

Event description:
It was reported that the clinician observed large air bubbles passing through the air-in-line sensor without alarm. The information on patient involvement is unknown.

Event description:
It was reported that the clinician observed large air bubbles passing through the air-in-line sensor without alarm. The information on patient involvement is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.